Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states blood leakage occurred due to a crack below the hub of the catheter. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.